Event description:
The two components could not be connected to each other in a correct style. Surgery time extension about 20 min.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.